Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-06134. It was reported that the patient presented remotely via merlin.net (B)(6) 2020. Upon review of the transmission, it was noted that the patient had atrial noise oversensing. It was unknown if the noise oversensing was exhibited by the implantable cardioverter defibrillator - ICD or the atrial lead. The patient presented for a follow-up in clinic (B)(6) 2020 with complaints of not feeling well. Upon interrogation, it was noted that the atrial lead exhibited high pacing impedance and high capture threshold. The ICD and atrial lead were explanted and replaced. The patient was in stable condition during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.